Manufacturer narrative:
This event will be recorded under (B)(4). G2: foreign - event occurred in canada. E1:telephone- (B)(6). Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during set-up a dermatome seized and air leaked from the air hose, with no airflow reaching the device. The device was leaking air and nothing on the device was moving. It was not making the regular sound other than air leaking out from the bottom of the hose. I tried multiple hoses and the same thing happened every time. No harm was noted a 5-10 minute delay was noted. Diligence is complete.